Event description:
This notification is being reviewed due to a user of ds2adv auto CPAP w/humid cell/bt with an allegation of touch screen will not work. There was no serious patient harm or injury. There was no medical intervention reported. During the evaluation of the device, the third-party service center visually inspected the device and found burnt pca, missing filter. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.